Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomalies or stuck buttons were noted. The insulin pump had minor scratches on the display window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and a cracked reservoir tube window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.

Event description:
It was reported that the customer went to program a bolus on the insulin pump and the numbers began to increase and one of the buttons was stuck. The customer also stated he experienced a low blood glucose the previous night, due to the insulin pump giving him too much insulin. His blood glucose level was 227 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).